Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded an alert for high out of range shock lead impedances measuring above 125 ohms. No adverse patient effects were reported. This system remains in service.